Event description:
It was reported that the customer experienced issues with the buttons on the insulin pump. The customer stated the act button was not responding, and therefore, she could not deliver a bolus. The customer's blood glucose was 125 mg/dl. Troubleshooting was done. The customer stated that she slept with the insulin pump in her pocket. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip and minor scratches on the display window were noted during the visual inspection. The insulin pump had intermittent button repsonse due to an open connector on the display board.